Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk had an out of box failure. Safety disk sn (B)(6) was installed. The pim leak test failed, the membrane diff. Pressure reading 7mmhg outside the acceptable level is ±6mmhg. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) found that the new safety disk experienced an out of box failure. It would consistently fail the membrane leak test portion of the pneumatic interface module leak test. The membrane diff. Pressure is 7mmhg exceeding the allowable specification 6+/- mmhg. The fse replaced the safety disk. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The following was performed by the failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: (B)(4) safety disk . This part was received with a reported unit failure message of membrane leak tests failed. Performed visual inspection of this part received and part looks be in condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department performed all manifold tests and membrane diff. Pres. Test passed with result of 4 mmhg; the factory specification is +-6 mmhg. The failure analysis and testing department could not verify the failure message of safety disk membrane diff. Pressure 8 mmhg. Safety disk passed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
N/a